Event description:
The customer stated that while attending to a pt, the spo2 desaturation level went below the limit, the alarms sounded but stopped without user intervention.

Manufacturer narrative:
The customer stated that while attending to a pt, the spo2 desaturation level went below the limit, the alarms sounded but stopped without user intervention. Philips personnel went on site and tested the monitor in question with a simulator. The monitor worked per its design specifications and the issue could not be duplicated. Product labeling states that "the audible alarm indicators configured for your monitor depend on which alarm standard applies in your hospital. Audible alarm indicator patterns are repeated until you acknowledge the alarm by switching it off or pausing it, or until the alarm condition ceases (if audible alarm indication is set to non-latching)". In this situation, the spo2 measurement may have returned to within its set limits (condition ceased) stopping the monitor's alarms from continuing to be announced. A configuration change to the alarms from non-latching to latching would resolve this condition. Alarm latching is adequately described in the labeling (instructions for use). A trend query did not indicate a systemic issue. The available info supports that there was no malfunction of the device, labeling, or design. The monitor is currently in use at the customer's site and no further investigation or action is warranted. (B) (4).